Event description:
It was reported that following a stent placement, the device migrated into the colon of the pt. The physician had to perform a colonoscopy to have the stent removed. No product will be returned by eval.